Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life with damage) issue. It was alleged that the battery compartment was cracked. The reporter was not able to provide further information during the initial complaint. There was no indication that the product caused or contributed to an adverse event. The issue is being reported because it may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/19/2017 with the following findings: a review of the black box showed the data from the date of the complaint had been overwritten. No battery life issues were shown in the black box. No moisture/corrosion was found in the battery compartment. No damage was found to the battery compartment or the returned battery cap. The returned battery cap was able to fully tighten to the pump and power it on. The current draws were within specifications. The pump cover was removed to find no evidence of moisture or loose components. The battery life issue was not duplicated during investigation.